Manufacturer narrative:
Section a4: patient weight requested but not provided. Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed. Multiple attempts were made to obtain additional information, including why the controller was exchanged and if any products would be returned for analysis; however, no response was received. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2024-05033. Investigation findings will be submitted under MFR # 2916596-2024-05033.

Event description:
It was reported on (B)(6) 2024 that the patient had a system controller exchange approximately one month ago. Event date is estimated.

Manufacturer narrative:
A4: patient weight requested; information not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.